Event description:
It was reported that unit not working. The event timing was not during surgery. No patient involvement or harm. Investigation cited unit failed to cut properly. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source-foreign: (B)(6). The results of the investigation are as follows: review of the most recent repair record determined pre-repair testing found the devices failed the sample graft proper mesh and failed the calibration check.; however, the repair was not completed because it is unknown if the device is to be repaired or replaced. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.